Event description:
It was reported that the patient reported feeling shortness of breath and a buzzing sensation from their implanted device. The buzzing sensation was likely due to the lead integrity alert (lia) that triggered on the right ventricular (rv) due to high rate non-sustained (hrns) episodes and short v-v intervals. In addition, there was oversensing and undersensing observed on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52 lead implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead triggered an additional lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic).

Event description:
It was further reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) counts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.